Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was admitted due to findings of vegetation in the heart. The pt was originally admitted with complaints of joint swelling and pain in the knee. The pt also had positive blood cultures. During treatment, the pt suffered an acute stroke. The pt had a rise in lactate hydrogenase with suspicion of pump thrombus. The pt was made "do not resuscitate" and expired on (B)(6) 2013, after pump alarmed with a no flow alarm.

Manufacturer narrative:
The attached user facility report # (B)(4) was received from the intermacs registry. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The report of suspected thrombus and specific causes for the reported hemolysis, infection and stroke could not be conclusively determined. No product was available for investigation. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that an autopsy was not performed and the pump was not explanted.

Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.